Event description:
The patient is reportedly experiencing intermittencies with her internal device followed by a loss of lock. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.